Manufacturer narrative:
D9 updated. Investigation summary: data analysis: the console logs showed a communication issue with the pbm (power battery manager) during the initial bootup. Due to the communication issue, the aic console rebooted automatically (as designed) to attempt another power on. After rebooting, the console displayed the "system selcheck failed" screen, and the console was then forcefully shut down. Device analysis: the reported failure mode was reproduced during testing at the field service (fs) observed from imc logs. Upon bootup, the console rebooted automatically and showed the "system self check failure" screen. Visual inspection confirmed the pbm contamination which has impacted a neighboring rs232 communication channel. Root cause: the root cause of the ¿system self check failure¿ was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps. Device history lot: pbm subcomponent with serial number only. Device history batch: subcomponent name: pbm, material number: 0042-1125, lot number: 2019347525, serial number: (B)(6). Device history review: q1) are there an qns associated with the complaint device¿s most recent service report? There were no nonconformances observed in most recent fsr before the complaint occurrence date. Q2) subcomponent lot review - were there any other product malfunction complaints in this subcomponent lot related to this failure mode? No. Q3) have there been any other complaints against this console? No. Phr summary: there were no issues related to the complaint discovered when reviewing the product history of console (B)(6).

Manufacturer narrative:
E1. Initial reporter first and last name and h6. Investigation conclusions is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported when the nurse started up the impella control device to set the time as part of a routine check, a blue screen displayed that the self-diagnosis had failed and this was reported to the clinical engineer (ce). The ce restarted the device and found that the issue was reproducible. An abiomed representative checked on-site and found that the issue was reproducible leading to a recall of the device.